Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose levels ranging from 300-400 (mg/dl). Reportedly, the customer was uncertain if the entire requested bolus dosing had been delivered by the pump. Manual injections were administered to address bg. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.